Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of sensitivity being too low, the device passed all incoming functional tests. Analysis did find that the high rate cover and ring cover were broken and that the main clear cover, one bail cover and one bail were missing. (B)(4).

Event description:
It was reported that the external pulse generator required a rate check, that its sensitivity was too low. It was further requested that it receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.